Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the instrument's performance. All verification testing performed within the instrument and assay specifications. No hardware issues were detected. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00211, 2122870-2016-00212. (B)(4).

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for four (4) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report addresses the results obtained for patient designated as patient 1 on (B)(6) 2016. The initial result was above the normal reference range of the assay. The customer reanalyzed patient's sample four (4) additional times on the same access 2 immunoassay system, and obtained lower results just above the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2016-00212 addresses the results obtained on (B)(6) 2016 for patients designated as patient 2, patient 3 and patient 4. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's samples were collected in serum tubes and were centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.